Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge 3 different times and was able to successfully fill a 4th cartridge with insulin to resolve the issue. Customer¿s blood glucose ranged from 147-148 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.